Event description:
It was reported that the customer had a battery out limit alarm. The insulin pump alarmed during normal use. Customer stated she was unable to clear the alarm. She stated the buttons are not responding. Customer stated she had to press act twice because button did not respond the first time. The blood glucose reading was 21.1mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent act button response due to corroded keypad traces. All operating currents are within the specification, no unexpected low battery, off no power or battery out of limit alarm noted. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.